Event description:
The user facility reported that the console was not slowing down motors when stopped during a procedure.  There was no patient impact, no clinically significant delay, no medical intervention, and no adverse consequences.